Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the screw head was found broken during surgery. Initially, when the rod was inserted in the screw head percutaneously and the closing of the construct with the screw was done, it was noticed in lateral x-ray that the screw head had been broken off the screw. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual inspection confirms the bone screw disassembled from the head. The ring (7545525-04) and crown (7545510-03) were still assembled in the head. A portion of the ring has been sheared through the cross sectional area on either side of the retaining ring gap, with the remaining portion of the ring still seated in the groove of the head. The retaining ring is fully seated, but has been deformed and partially sheared off. The deformed and sheared areas are on either side of the retaining ring gap, would reduce the force required for ring failure. Bone screw head diameter found to be within print specification. The above observations are consistent with overload as the mechanism of failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.